Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction and for the treatment of bladder issues. It was reported that they hadn't seen any improvement since the implant was placed. At the beginning of the call, the patient noted they were feeling the stimulation. They connected with the implant using their devices and discovered it was turned off. The patient thought the therapy was active but couldn't recall the last time they checked it. They remembered entering a stadium where they informed security about having a manufacturing device, which led to a hand scan. The patient was later informed that they could simply turn off the therapy. The patient turned the therapy back on but decreased the strength because it was too strong. They mentioned that since the implant, they haven't noticed an improvement in urgency, but now wonder if that was because the therapy was off. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2025 and may contact them before then. They plan to ask the hcp about the purpose of the implant, as it was not helping with their needs. The patient was advised to consult their healthcare provider for further assistance. Patient reported urinary symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that it was unknown if the cause of the therapy being off was determined and the most likely cause or contributed to the issue was the battery and they were getting it replaced of. It was unknown if the issue was resolved. It was unknown of the cause of decreasing the strength because it was too strong was determined and they had it for a long time. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous information was incorrectly reported as the information was for unrelated device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.